Manufacturer narrative:
Article citation: ¿the supra-inframammary fold approach to breast augmentation: avoiding a double bubble¿, by eric swanson, m.d., published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1411. The events of capsular contracture, cellulitis, and infection are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to suspect medical device: these are known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(4).

Event description:
Reported event of unknown side ¿implants too high,¿ ¿implants too low,¿ cellulitis requiring treatment of antibiotics, hematoma requiring treatment of evacuation, contracture (baker grade unknown), wrinkling, infection, and allergic reaction for 160 patients was noted in ¿the supra-inframammary fold approach to breast augmentation: avoiding a double bubble¿, published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1411. The devices remain implanted.